Manufacturer narrative:
The manufacture date of this electrode was august 20, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this extremely thin patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device and electrode were successfully explanted due to pocket erosion and device exposure. The patient's medical history was significant for pocket erosion and infection of a competitor transvenous system that been implanted in 2014. No adverse events as a result of the procedure were reported.